Event description:
The st. Jude medical rep reported that the ICD presented at follow-up with a battery voltage displayed as n/a. Trending showed that the voltage was possibly somewhere below 2.4v. Pacing lead impedance was not allowed to be taken by the programmer, so the device battery voltage was assumed to be at end of life. The device showed no signs of excessive charging. The device will be programmed to defib off until explant.